Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. The partial clip movement and recurrent mr were cascading events of the reported clip open while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other clip referenced in b5 is filed under a separated medwatch report.

Event description:
This is filed to report two clips that opened while locked and recurrent mr. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a 6.8mm long posterior mitral leaflet (pml), a restrictive pml, anterior and posterior diameter was 3.2cm, medial and lateral diameter was 3.5cm, and planimetry was 4.4cm squared. A mitraclip procedure was performed on (B)(6) 2023, and an ntw was implanted central and nt was centro-lateral on the mitral valve. The mr was reduced to grade 1-2. On (B)(6) 2023 (six weeks later), the patient was treated with a non-abbott annuloplasty device to treat severe tricuspid regurgitation. Transesophageal echocardiogram (tee) and fluoroscopy were used in the procedure, which displayed the ntw and nt clips that were previously implanted. It was noted, that both clips had opened to 40 degrees. Both leaflets are grasped, and a jet with an mr grade of 3 is between the clips. It appears as if the pml has worked its way out a bit from both clips (around 3 mm) and is only gripped by just under 4 mm. A review of tee and fluoroscopy of first clip intervention did not display the clip opening while locked or during establish final arm angle (efaa). A third clip is unlikely due to insufficient leaflet space for implantation and a gradient of 4mmhg. Per the physician, the pml was restrictive, and the clip opening may have been because there was too much tension on the annulus. In four weeks a follow-up tee will be performed and strategy will be evaluated. No additional information was provided.